Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported that post implant they received treatment for a ¿blood blister¿ that had formed under the skin beneath the incision. The device remains in use. No further patient complications have been reported as a result of this event.